Event description:
It was reported that the insulin cartridge fell out during a supply change, after which the user experienced hyperglycemia while using the ilet with a dexcom g7; the user obtained a fingerstick blood glucose of 374 mg/dl and entered the value into the ilet per guidance, and was advised to monitor and report updates. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization or long-term impact. Investigation included customer support troubleshooting and user education regarding glucose entry and monitoring. Investigation of this case revealed an unclear cause of hyperglycemia following a dislodged cartridge event, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.